Manufacturer narrative:
Conclusion code updated - all requests for information regarding the reason for explant have been exhausted. The physician states he has no further records or comments regarding the event. As no additional information will be provided regarding explant procedure and no additional investigation can be performed, the event will be closed with the provided information.

Manufacturer narrative:
D1: brand name corrected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2020 this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses. It was recorded in the medical device tracking system that the gore® excluder® aaa endoprostheses contralateral leg component was explanted and destroyed on the day of implant. The reason for explant is unknown.